Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the reported cerebrovascular accident cannot be determined. Cerebrovascular accident is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the stroke post procedure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing mr to 1. Post procedure the patient had a stroke with internuclear ophthalmoparesis, specific to his left eye. Within 48 hours the symptoms had almost completely resolved however the patient remained hospitalized. No additional information was provided.